Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. The ventilator was investigated on site by our field service engineer. According to service report the unit failed pressure transducer test, flow transducer test and o2 sensor test running the pre-use check. Further investigation revealed the gas module to be defective. Issue resolved by replacing the defective air gas module. However, no the part returned for investigation. Therefore, no root cause can be established. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
Manufacturer's ref. #: (B)(4).